Manufacturer narrative:
Investigation into this event found that the vitros 5,1 fs analyzer was performing as expected. The investigation is on-going, and the customer is monitoring valp performance. The root cause of this event unk.

Event description:
A customer observed a positively biased valproic acid (valp) result for a single level of quality control fluid. Pt samples were not processed when quality control results were unacceptable. There was no report of pt harm as a result of this event.